Manufacturer narrative:
(B)(4). Method - lens work order search. Result - a lens work order search was performed and no similar complaint was found within the same work order. Conclusion - (no conclusion can be drawn): based on the complaint history, work order search, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted an aq2010v three piece silicone lens. The elastimide loop(s) broke, leading to dislocation subluxation of the lens into the anterior chamber and refractive surprise. The lens was explanted and an anterior chamber lens was implanted. The adverse event was observed on (B)(6) 2013. Pre-op va: 20/30, post-op va: 20/30.